Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a small amount of specimen in the tube. Additionally, 20 retained samples underwent functional tests, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was insufficient negative pressure in one tube. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was insufficient negative pressure in one tube. No patient impact reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(4). G.5 PMA / 510(k)#: k230855. E1: initial reporter phone #(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.